Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). The product was not requested to return for manufactures laboratory investigation as the failure is known and was thoroughly investigated under CAPA (B)(4). The investigation under CAPA (B)(4) identified that the failure is caused by tolerance interferences in current design. Maquet cardiopulmonary will implement corresponding action steps regarding the design and tolerance criteria's of the dialysis port. Due to this no further action will be completed at this time. This complaint will be closed. Additional information: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-I which is registered under 510(k): k082117.

Event description:
Description from the customer report: "chief of perfusion said they had a oxygenator with a leak out of the dialysis lock and valve. Incident occurred during patient treatment." (B)(4).